Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the reported unintended movement (clip open-efaa) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The triclip delivery system (tcds) was advanced and placed on the anterior/septal leaflets. While establishing the final arm angle (efaa) the clip opened. The clip was opened, unlocked, locked, then closed again however failed efaa again. The clip was not implanted and the tcds removed. Two clips were implanted, reducing tr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).